Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim# (B)(4).

Event description:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.

Manufacturer narrative:
B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. At a later date, the lens was exchanged for a longer length lens. Cause of the event was reported as unknown. The problem was resolved. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. At a later date, the lens was exchanged for a longer length lens. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representitive reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Due to low vault, the lens was explanted and replaced at a later date. The lens was replaced for a longer length lens. Cause of the event was reported as unknown. The problem was resolved.